Event description:
During total abdominal hysterectomy, physician noted bleeding of blood from sealed vessels. Physician applied repeat sealing operation and over-sutured vessels. Device discarded and not available for analysis.